Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer liaison reported calcification of an intraocular lens (iol) of a patient's left eye that was implanted 11 years ago. The patient was doing well for several years but now has started complaining of poor vision. The patient has been seen by two consultants prior to her visit. There was suspicion that the patients vitreous may have caused problems on the right side. There are two (2) reports for this facility and patient. This is for the left eye of the patient. Additional information has been requested.